Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-33, lot# v059852, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The consumer reported that there was a suspected problem with the manufacturer's device or therapy. Symptoms reported were: back pain. The patient did not have an MRI scheduled. The caller was inquiring about guidelines for potential MRI. Caller reported the patient has very bad back pains. The patient has had chronic back issues but they had gotten more severe after the patient had two falls. The patient was experiencing pain on the same side of her body as her implant is located on, and the patient thinks she possibly jarred her implant when she fell because her pain is coming from there. The patient fell twice within a 7-10 day period. Event date: (B)(6) 2015. It was also noted that the patient had experienced a loss or change of therapy. Caller reported interstim had not worked to help the patient's urinary symptoms for years (even prior to the reported falls). Caller expressed interest in the patient having interstim removed. This was considered a gradual change in therapy/symptoms. The patient did not have an hcp (healthcare provider), however caller stated she will also follow up with the patient's family doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use was noted as: urinary dysfunction/sacral nerve stim.